Manufacturer narrative:
No RMA has been initiated for this issue. Model 9xt, serial number/date code (B)(4) is approximately 3 years and 6 months old. The owner's manual part number 1056953 was issued with this device. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Customer alleged the weld on the footrest assembly broke. No injury alleged.